Event description:
It was reported that stroke occurred. A transcatheter aortic valve implant (tavi) procedure was being performed with use of a sentinel cerebral protection system (cps) for cerebral protection. Prior to the procedure the patient had mild dementia. The tavi procedure was successfully completed and the sentinel cps was removed. The following day the patient had a consultation with a neurologist and post-operative brain imaging confirmed a bilateral cerebral infarction. No malfunctions or procedural issues occurred with the use of the sentinel cps; however, it was reported that the bilateral cerebral infarction may have been cause by the use of the sentinel cps as the infarction occurred after use of the sentinel cps. The patient did not develop paralysis or speech impairment and was transferred to a different hospital.